Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had an inconclusive, not very successful trial, but still went on to implant. The patient had leakage and frequency in (B)(6) 2015 due to a sudden change in therapy or symptoms. The patient's implantable neurostimulator (ins) would no longer be used due to ineffectiveness. There were no trauma or falls that could be related to the issue. The patient had an appointment with their health care provider (hcp) to discuss this. The hcp was not going to explant the device, but it was no longer going to be used. The hcp told the patient the reason the implant was not working was that they were just one of those people it didn't work for. No device issues were found. The indication for use for this patient was gastrointestinal/pelvic floor.